Event description:
At the out patient infusion clinic, the primary and secondary tubings were appropriatley set up for an infusion using an alaris pump. The primary drip chamber showed elevation of fluid levels from baseline inspite of have a misquito clamp on the primary tubing. This indicated that the secondary bag was flowing into the primary bag and not going to the patient. The infusion was stopped, a new set of tunbing was set up and the infusion was administered. Due to the malfunciton, there was a 45 minute delay.======================manufacturer response for smartsite infusion set for alaris pump, (brand not provided) (per site reporter).======================currently, the manufacturer is working with scripps corporate leadership.